Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) due to not feeling well. The device was not checked in the e.r. And the patient¿s symptoms persisted for a week. Subsequently, the patient was seen for a device check which indicated low bipolar atrial lead impedance and the atrial electrogram was very noisy. Additionally the atrial lead was unable to sense in bipolar or measure a pacing threshold. The lead was switched to unipolar pacing and remains in use. A lead replacement is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.